Event description:
It was reported that this insertable cardiac monitor (icm) device reached recommended replacement time (rrt) battery status earlier than expected. The healthcare provider (hcp) alerted the boston scientific representative who then called boston scientific technical services (ts). Ts requested boston scientific engineering review. Boston scientific engineering reviewed and confirmed the battery voltage dropped prematurely in a gradual manner. Subsequently an explant procedure was scheduled. The icm device was explanted. Another icm device has been implanted to continue monitoring. Device has been returned. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. X-ray examination of the device identified no anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached recommended replacement time (rrt) battery status earlier than expected. The healthcare provider (hcp) alerted the boston scientific representative who then called boston scientific technical services (ts). Ts requested boston scientific engineering review. Boston scientific engineering reviewed and confirmed the battery voltage dropped prematurely in a gradual manner. Subsequently an explant procedure was scheduled. The icm device was explanted. Another icm device has been implanted to continue monitoring. Device has been returned and analysis performed. No adverse patient effects were reported.